Event description:
It was alleged that a pt was entrapped in the bedrails of a hosp bed with an air mattress.

Manufacturer narrative:
Addl'l info provided by the representatives of the hosp indicated that the pt was admitted to the hosp from a nursing home with urosepsis and placed on the bed because he was at risk for bed sores. The pt was immobile and in a vegetative state. There were no restraints used. According to the hosp representatives, they did not activate the exit alarm on the bed because they claimed the pt did not meet the hosp requirement for the exit alarm activation because he was immoble. The representatives of the hosp further indicated that the event was unobserved and the pt was transferred to the intensive care unit after the event occurred. It was alleged that the pt's neck and arm were entrapped between the two split siderails on the left side of the bed (zone 5).